Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training with a clinician, an ilet triggered alerts 32 and 67, and after multiple restarts an additional alert occurred, leading to device replacement; this aligned with a device problem characterized as failure to infuse and involved the circuit board component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided, and receipt and inspection of the returned device. Investigation of this case revealed signal loss consistent with a delivery motor communication issue and vbuck boost over/under voltage, aligning with failure to infuse and implicating the circuit board. It was concluded that the cause was traced to component failure.